Event description:
It was reported that the insulin pump alarmed motor error three times. No further information reported.

Manufacturer narrative:
The insulin pump failed displacement test with 279 units remaining on status screen and motor error alarm during rewind due to motor encoder out of phase. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and scratches around casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.